Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. No product was returned for analysis. The root cause of the product damage (sterile sleeve) was not determined as insufficient information regarding failure was provided and no product was returned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was placed with an impella 5.5 pump to support for acute myocardial infarction. While on support, the patient was transferred to a different medical center/tertiary center. Upon transfer, the team observed a product damage. The sterile sleeve was fully detached. To date the pump has not been removed/replaced. The pump was successfully weaned and patient survived the event.